Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 20 seconds. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.